Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2016 the 3.5x28 absorb scaffold was implanted in the predilated, 90 to 99% stenosis in the proximal to mid left anterior descending coronary artery. Four months later, on (B)(6) 2017, the patient was re-admitted to the hospital for angina with mild effort. Restenosis was found in the scaffold. On (B)(6) 2017 the restenosis was treated with angioplasty and two non-abbott drug eluting stents. No additional information was provided.